Manufacturer narrative:
Final analysis found that the insulation was abraded at 17.3cm to 17.5cm and 18.1cm to 18.2cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that noise was observed on the right ventricular lead which resulted in pacing inhibition. Device reprogramming was performed. The lead was explanted and replaced on (B)(6) 2014. No patient symptoms were reported.